Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces.

Event description:
The customer's mother reported via phone call that the act button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.